Manufacturer narrative:
Investigation summary: a sample was not required for investigation of this feedback as the customer provided photographs of the affected sample (appendix 1,2 and 3); analysis of the photos confirmed the customer's experience with oval shaped smartsite components. Root cause description: DHR: pr model lot qty qn/deviation mfg date 362535, 30262e-0006, 18045151, (B)(4) none (B)(6) 2018 . Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18045151 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of this issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that there is no general increased trend for oval smartsite® valves. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit).

Event description:
It was reported that 5 40 inch ext w/2 vlv ports experienced leakage. The following information was provided by the initial reporter: smartsite misshapen and leaked.